Manufacturer narrative:
(B)(4). The reported product is an unknown transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) vancomycin, 10 mg (milligram) and inj supacef, 250 mg (frequencies and routes not reported). At the time of this report, the peritonitis was resolved, the patient was recovered and dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.